Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that noise was exhibited on the electrogram, with programming set from can to coil. The device was reported to be well beyond recommended replacement time (rrt). The implantable cardioverter defibrillator (ICD) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.